Event description:
It was reported that a pmw35 was used during an unknown procedure. It was reported by the affiliate that the staple starts formation very quickly and doesn't progress enough. There was no consequence to the pt. 08/05/1998 the deivce in question is not being returned. Three devices are being returned that the blister was opened, but they didn't use them.